Event description:
Event description guidant received information that the patient with this lead presented to the physicians clinic with a heart rate of 30 bpm. Evaluation of the lead found that it had varied impedance measurements and had dislodged.